Manufacturer narrative:
(B)(4)

Event description:
The customer reported an 840 ventilator with a black screen. Although requested, patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.